Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 404 mg/dl and 145 mg/dl within 2 minutes on the compact plus system. No adverse event reported. The alleged product was replaced and requested for evaluation.